Event description:
A surgeon reported that during complex surgery (phacoemulsification and vitrectomy), one haptic broke into two parts. A suture was used to "fix" the iol. The surgeon indicated the use of an unapproved cartridge. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of an unapproved cartridge. The root cause is most likely related to a failure to follow the dfu. Additional information has been requested. (B)(4).